Manufacturer narrative:
According to the facility, on (B)(6) 2025, the needle "broke off into patient while surgeon was using marcaine to the surgical site." Per the facility, "after trying to retrieve the needle using xray and fluoro without success, the incision was closed and the patient was taken to CT for identification of site. The patient was returned to surgery the next day for removal." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the needle "broke off into patient while surgeon was using marcaine to the surgical site." Per the facility, "after trying to retrieve the needle using xray and fluoro without success, the incision was closed and the patient was taken to CT for identification of site. The patient was returned to surgery the next day for removal."